Event description:
The home patient (hp) was contacted on (B)(6) 2012. The hp stated that the heater tube came off during therapy as it was not set up tight enough and that may have caused the check heater line alarm. The hp did not elaborate on it any further. The hp stated that the therapy has been going well since then. The hp did not provide any additional information. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information:the problem was confirmed. The root cause was determined to be a use error - as there was a reported incomplete connection.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.